Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. The consumer informed the company that the product cannot be returned.

Event description:
Head of the toothbrush broke off [device breakage]; no adverse event [no adverse event]. Case description: a female consumer, age unspecified, reported via e-mail on 10-feb-2017 that while brushing her teeth with an oral-b rechargeable toothbrush, version unknown, the head of the oral-b power oral care refill precision clean broke off and she almost swallowed it. No symptoms were reported.